Event description:
It was reported that the patient was hospitalized due to status epilepticus and the epilepsy team felt it was medically necessary for the patient to get a vns generator replacement because she needed higher stimulation settings and the device battery was low. It was reported that the patient's generator was replaced prophylactically. The patients mother wanted to know why the battery didnt last longer, alleging premature battery depletion. The nurse reported that who per the notes the patients generator was at end of service-yes and had been turned down by an outside neurologist which either of those was the reason for the status epilepticus - lowered stimulation. She indicated that the generator was replaced due to low battery and not prophylactically. It was determined that pre-operative diagnostics were within normal limits and the battery was not at end of service - yes, but indicated 11-25% battery remaining. The manufacturers device history records were reviewed. The generator passed final functional and quality tests prior to release. No further relevant information has been received to date. The explanted generator was received for analysis but analysis has not been completed to date.

Event description:
Product analysis was completed on the returned generator. The generator was monitored for 24 hours in a simulated body temperature environment. The generator provided the intended output current for the entirety of the monitoring period. A comprehensive electrical evaluation showed that the device performed according to functional specifications. No anomalies were identified. The voltage measured in pa was consistent with the % battery consumed based on the stimulation history of the generator. Premature depletion/low battery was confirmed invalid. Review of the internal data of the generator found no anomalies. No further relevant information has been received to date.